Event description:
It was reported by the patient that the device "fired". The patient did not want to go to the emergency room so the patient went to the fire department to get vitals checked. It was noted that the patient's heart rate was "going crazy". Follow up was conducted to determine if the shock was appropriate or not. The patient has not been seen at the doctor's office. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.